Event description:
From (B)(6) 2022- (B)(6)2022, we had 12 (twelve) needlestick incidents where medical professional used the shifeng needles to provide immunizations and the device was reported by the healthcare professionals to be faulty. Examples were " the safety cover and the needle did not align properly", or the "needle popped off of the syringe when attempting to cover", or "the safety shield would not lock properly". Lot numbers include the following 210307, 3070060, 210207, 210102).